Event description:
The customer reports that one patient sample generated a false (B)(6) result when tested with the architect anti-hcv assay (this patient is known to be (B)(6)). An initial (B)(6) result of (B)(6) was followed by (B)(6) results of (B)(6). The sample confirmed (B)(6) by the western blot methodology. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Manufacturer narrative:
The customer provided no return reagents or patient sample for this evaluation. The evaluation began with testing the sensitivity of reagent lot 06431li00 by testing sensitivity panels as well as two commercially available seroconversion panels. The performance of these panels revealed no indications that the sensitivity of the assay is impacted. No (B)(6) test results were observed. We repeated this test setup on a different instrument with comparable results. Next, 30 replicates of the (B)(6)control were tested on two architect instruments. All values were found to be within package insert specifications and no (B)(6) test results were observed. Next, a statistical outlier analysis with the test data from the reproducibility testing above was performed. This analysis identified no outliers and there is no indication for an extreme decrease in (B)(6) values for the (B)(6)samples that could explain the customer's observation. A precision study was next performed with four replicates of the (B)(6) control tested on three instruments over five days. All values were found to be within the product requirements (less than/equal to 10% cv for within and between run and less than/equal to 15% cv for total imprecision) of the assay. No indication was found that the precision of this lot might have caused a result similar to the customer's observation. Review of manufacturing and testing records revealed that the lot was released within manufacturing release specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hcv assay package insert contains information to address the customer's current issue. Based on the results of the current evaluation, it was concluded that the architect anti-hcv assay, list number 6c37-20, lot number 06431li00, is performing acceptably. No product deficiency was identified.